Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the devices would not fire. Harmonic was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Device a, b, c, and d: damaged pinion axle support. Device b and d: batch #= e5mf58. Mfg date: 2/14/2008; exp date: 01/14/2013. Device c: batch #= e5rh4c. Mfg date: 10/10/2008; exp date: 09/10/2013. Evaluation summary: the analysis showed that device a was received in good visual condition and with five reloads present. Reload d was received fully fired and with the lockout tab normal. Reload c, e, f and g were received partially fired, in addition reload e was noted to have the lockout spring damaged. The damage to the lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Firing through the lockout mechanism will break the device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axel support and the short rack teeth were found damaged. The analysis results found that device b was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The analysis showed that device c was received in good visual condition and with four reloads present. Reload k was received unfired. Reload l was received partially fired and with the lockout tab normal. Reload j and m were received partially fired and with the lockout spring damaged. The damage to the lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released and restarted. Firing through the lockout mechanism will break the device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. However, the reload k was tested for functionality on a test divice and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the left shroud pinion axel support was found broken. The analysis results found that device d was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.